Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer had a hospitalization on (B)(6) 2015 due to diabetes ketoacidosis. Customer's blood glucose level at the time of the hospitalization was 390 mg/dl. While at the hospital the customer's blood glucose level raised up to 500 mg/dl. Customer states they were wearing the insulin pump when admitted to the hospital and treated with insulin drip and manual injections. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a small crack on the belt clip slot and the reservoir tube lip.